Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 10/01/2013: the device was returned to animas and evaluated by product analysis on 09/11/2013 with the following results: the pump is auto-scrolling to the button of the screen. There is no visible damage to the keypad. All of the keypad buttons are unresponsive. Removed the keypad and found no damage or contamination on the button contacts. Moisture can be seen behind the display lens. Peformed the leak test and found a leak due to a cracked pump case. Opened the pump case and found moisture inside of the case including on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 correction submitted 10/02/2013: (B)(4).

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.